Event description:
The screw lock came off the y-port of the product. The y-port was facing up due to patient's tendency to "fiddle with the tube". As a result the patient received severe gastric burns to the neck and chest area and received two weeks of antibiotic therapy. The patient is reportedly severly developmental delayed. Currently the patient's burns are healing with no signs of patient distress or pain.

Manufacturer narrative:
The nurse reported that the patient has a severe learning disability and has been known to "fiddle with the tube." The device was tucked under the patients pajama top, thus when the y-port was broken by the patient (verbally reported by the nurse) gastric contents were directed to the patient's neck causing gastric burns. There are several root causes associated with this failure including duration of use and the forces applied to the part during use.